Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction

Event description:
Surgical procedure required: no did event cause patient's death: no major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of external controller other intervention: side.